Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s and a lantern delivery microcatheter (lantern). During the procedure, the physician placed the lantern in the superior gluteal artery (sga). Next, while advancing the pod8 through the lantern, the physician experienced resistance, and the pod8 became stuck at the mid-shaft; therefore, the pod8 was removed. It was reported that the pusher assembly of the pod8 kinked during the removal process. The procedure was completed using another pod8, other penumbra coils, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-02458. 1. Section g. Box 1. Title results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured at approximately 61.0 cm from the proximal end. The pull wire was retracted from the distal detachment tip (ddt). The embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and the embolization coil was undamaged. Conclusions: evaluation of the returned pod8 revealed that the pusher assembly was fractured. If the pod8 is forcefully advanced against resistance, the pusher assembly may become kinked. If the kinked pusher assembly is further manipulated, the kink may worsen to a fracture. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further investigation revealed that the pull wire was retracted from the ddt and the embolization coil was detached from the pusher assembly. These damages were incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.